Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and requested assistance rewinding his insulin pump. The customer attempted to place a full reservoir into his insulin pump before rewinding while being connected. The customer stated that all the insulin in the reservoir was delivered, and his blood glucose was reading 187mg/dl. Assisted the customer with the rewind process. Ten minutes later the customer's glucose level dropped to 166mg/dl, and he has been treated with orange juice. Instructed the customer to check his glucose level and was reading 127mg/dl, and ten minutes later was 91mg/dl. Advised the customer that the paramedics were called, and to eat 15 grams of carbohydrate. The customer's last glucose reading was 103mg/dl and paramedics arrived to his home. The customer's mother took over the call and stated that the paramedics were checking the customer to be sure he is fine. No further info was provided.